Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that the infusion set was empty and she filled it with 80 units but when she took it out yesterday, it was empty. Customer stated that when she got home, her blood glucose was 50 mg/dl, so she suspended the pump and went to resume it. Customer changed the set because it was empty. Customer stated that she has changed it 4 times and when she takes the set off, it is empty. Customer stated that yesterday, her blood glucose level was high at 378 mg/dl before dinner. Customer took a bolus and her blood glucose was 477 mg/dl 2 hours later. Customer got a no delivery alarm and manually injected insulin. Customer removed the set and it was empty. Customer stated that she filled it the day before with about 80-100 units. Customer was advised to change the reservoir.